Manufacturer narrative:
Concomitant medical products: 0158 lead, implanted: (B)(6) 2002.

Event description:
It was reported that during a remote monitoring transmission, review of an episode noted suspected far-field r wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.